Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 235 mg/dl back to back with a result of 97 mg/dl on the compact system when testing was performed within 10 minutes. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing and he self-treated with orange juice, candy, and glucose tabs. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.